Event description:
It was reported that the implantable cardiac monitor (icm) device data collection setting was turned off. The device data collection setting was turned on with a manual transmission. The device remains in use. No patient complications have been reported as a result of this event.